Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lv lead dislodged a few days after the implantation. Lead reposition done on (B)(6) 2024. Same lead dislodged moments after slitting the delivery sheaths. This lead was removed and another one inserted. Again, lv4 is floating outside the branch. It will be checked again in short time.